Manufacturer narrative:
The report of thrombus was confirmed based on the evaluation of the returned pump. The device was disassembled and a thrombus formation was found adhered around the inlet bearing cup and ball. The thrombus ring showed areas of denaturation and also appeared to have formed in laminated layers, indicating that it developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was operating. The thrombus formation was obstructing approximately 20 to 30 percent of the blood flow path and could have contributed to the reported elevated lactate dehydrogenase levels. The thrombus formation could have also caused increased drag on the rotor, contributing to the pump power elevations captured in the submitted log file. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 61 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital after a routine blood draw showed an elevated lactate dehydrogenase (ldh) level. Intermittent power elevations were noted on log file review. Upon admission, the patient had an inr of 1.75 and was started on bivalirudin. It was reported that the patient was positive for lupus anticoagulant and protein c deficiency. The patient¿s inr goal was greater than 2.5 but was never reached. An echo ramp study showed decreased left ventricular unloading. On 05/09/2016, the patient underwent a pump exchange.